Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery tri-cells were depleted. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device manufacture date: battery pack sn (B)(4): 02/16/2016. Electrode belt sn (B)(4): 05/19/2014.

Event description:
A us distributor returned a patient's battery sn (B)(4) and reported that the battery was producing faults. A us distributor also returned the patient's electrode belt sn (B)(4) and reported that it was producing frequent "check therapy pad" messages.